Event description:
It was reported that the patient expired within 30 days post-implant; however, the cause is being attributed to the progression of parkinson's disease.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.¿